Event description:
The facility representative reported a flogard infusion pump that had a broken door latch. It is unknown in which care area or process step that this event occurred. There was no patient involvement, injury or medical intervention related to the reported event. No additional information available at this time.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during the initial evaluation. The device is currently being evaluated on-site. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: the customer reported condition of a broken door latch was confirmed during device evaluation. The door latch assembly was replaced to resolve the reported condition. If additional relevant information become available, a follow-up MDR will be submitted.